Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reclaim stem appeared loose and had subsided on x-ray thus region felt it was approx 35mm short. Upon opening the hip the head was removed with metal stripping to the ceramic femoral head and the hip stem was found to be loose.

Manufacturer narrative:
Revision performed on (B)(6) 2016 by dr (B)(6) at (B)(6). An email will follow with implant information of removed implants. Reclaim stem implanted 21.6.16 appeared loose and had subsided on x-ray thus region felt it was approx 35mm short. Upon opening the hip the head was removed with metal stripping to the ceramic femoral head and the hip stem was found to be loose. The loose stem was removed and the pinnacle liner was also removed and changed, pinnacle liner was implanted 1.3.16. Implant info will further. A cemented revision stem was implanted and a 32mm constrained pinnacle was inserted into the cup. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. X-rays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.